Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of an "electric smoke during operation" (haze/mist) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Corrected data: the customer reported a "smell of smoke" and did not report that there was any actual smoke. (B)(4). A field service engineer was dispatched to customer site. The vacuum pump oil, oil mist filter and catalytic converter were replaced to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, oil mist filter and catalytic converter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, oil mist filter and catalytic converter. The field service engineer flushed the oil and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.